Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on site and the expiratory cassette was determined defective and replaced and the inspiratory pipe was cleaned which solved the issue. The issue was confirmed in the provided log files. The unit passed all performance and safety tests according to factory specifications. The replaced parts have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).